Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Findings: the sheared surfaces appear consistent with applying a bending moment to the drill guide while using a drill, causing the weld between the drill guide tip and the drill guide shaft to break. Most likely underlying cause: the broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, which led to fracture of the weld between the drill guide tip and the shaft. Rmr review: the rmr for this drill guide, 750-2005-028-rmr-instruments rev u, was reviewed. The risk is captured. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. These devices are used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues, nor did it lead to patient impact.

Event description:
It was reported from ous that during an orthopedic surgery the sleeve of the drill guide had fallen off from the body of the device. The doctor used a similar drill guide from another company instead of this broken drill guide. This cause a delay of about 10 mins. This did not adversely affect the patient and the patient was stable leaving the operating room. The device was returned for analysis. Multiple attempts have been made for additional information. No additional information was provided by the contacts related to this event or patient. This is 2 of 2 mdrs for this event.